Manufacturer narrative:
Date of submission 29-may-2018 the device has been returned and evaluated by product analysis on 22-may-2018 with the following findings: during investigation, the black box showed no evidence of a short battery life. There were several cs 177 warnings due to normal battery wear. The battery compartment and cap were undamaged and able to fit. The ez-prime steps were performed correctly and all current readings were within specification. The original complaint was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.